Event description:
It was reported to philips that there was issue with arc movement. He device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was during neurovascular diagnostic procedure. The treatment was completed as planned by using the same system. The philips field service engineer (fse) examined the system onsite and confirmed that there was issue with arc movement. Upon troubleshooting, fse found issue with the bodyguards. To resolve the issue, fse replaced the bodyguards and calibrated. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.